Event description:
A customer reported that their insulin pump's screen was dark and would not turn on. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer administered a correction injection using multiple daily injections (mdi) and did not require assistance from a third party. It was acknowledged that the customer had accidentally set the pump to storage mode, preventing it from turning back on.